Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager did not latch properly, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es remote manager did not latch properly, the customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay, adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem and section d medical device catalog, UDI, serial, model and manufacture date a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that all remote manager attached to the medstation was not latching properly. A field service engineer (fse) adjusted remote manager hasp and tested in test mode issue was resolved. The system functioned as intended after the field service engineer repaired the device.